Event description:
Pt had a r tka (B)(6) 2011 at (B)(6) hospital, pt had been doing fine up until a week ago after pt got a scrape on his knee due to a alcoholic altercation, pt in short time developed mrsa in his knee, pt came to ER, doctors opted to do an I & d surgery to help reduce the infection, put in high dose multi antibiotic cement beads, dr will be bringing pt back this week to replace the poly.

Manufacturer narrative:
An event regarding infection involving a triathlon tibial insert was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other similar events have been reported for the subject manufacturing lot or sterile lot. Conclusions: review of the event by stryker sterilization sciences concluded "based on the data reviewed, it has been determined that the introduction of the reported causative agent of the post-operation infection was not via the medical devices" the event could not be confirmed nor the root cause of the reported infection determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Pt had a r tka (B)(6) 2011 at (B)(6) hospital, pt had been doing fine up until a week ago after pt got a scrape on his knee due to a alcoholic altercation, pt in short time developed (B)(6) in his knee, pt came to ER, doctors opted to do an I & d surgery to help reduce the infection, put in high dose multi antibiotic cement beads, dr will be bringing pt back this week to replace the poly.

Manufacturer narrative:
An event regarding infection involving a x3 triathlon insert cr#8 11mm was reported. The event was not confirmed. Device evaluation and results could not be performed as no items associated with the event were returned or made available for evaluation. Device history review not performed as no lot code was provided. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Pt had a r tka (B)(6) 2011 at (B)(6) hospital, pt had been doing fine up until a week ago after pt got a scrape on his knee due to a alcoholic altercation, pt in short time developed (B)(6) in his knee, pt came to ER, doctors opted to do an I & d surgery to help reduce the infection, put in high dose multi antibiotic cement beads, dr will be bringing pt back this week to replace the poly.

Manufacturer narrative:
An event regarding infection involving a x3 triathlon insert cr#8 11mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation not performed as no medical records were received. Device history review. Not performed as no lot code was provided. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Pt had a r tka (B)(6) 2011 at (B)(6) hospital, pt had been doing fine up until a week ago after pt got a scrape on his knee due to a alcoholic altercation, pt in short time developed mrsa in his knee, pt came to ER, doctors opted to do an I & d surgery to help reduce the infection, put in high dose multi antibiotic cement beads, dr will be bringing pt back this week to replace the poly.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.